Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), high thresholds were observed despite trying multiple positions. A new leadless ipg was replaced, which was then successfully implanted with acceptable thresholds. No patient complications have been reported as a result of this event.